Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump has stopped working due to key pad anomaly. Customer also states that they got a battery out limit. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. No moisture damage was noted on the electronics, motor, battery tube, or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.